Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of device revealed that the electrode footprints are aligned on the outside curve as expected however the footprints are on the distal edge of each of the electrodes and not in the center as typical. On the distal side of each of the three electrodes there is a hole in the insulation in which what appears to the be the electrode wire is visible. The electrodes do not appear to be centered over the insulation hole. An electrical test was also performed and found out the catheter connector mated to the test cable with no issues. The distal end was found to be open in both the straight and curved positions; no shorts were present. Functional inspection was done and revealed that the push/pull knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The curve failed; the curve does not reach between 3 and 4.5cm. X-rays revealed that the flat wire is making contact with the distal electrode and the tip wire is open at the tip. The flat wire is not attached to the polymide. The polymide is not attached to the inner insulation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 27-april-2018. It was reported that the device does not deflect properly and poles 1- 2 do not produce signal. A 6f, 110cm, lrgcrv, 4e, 5mm dynamic xt was selected for use. During the procedure, before the catheter was introduced inside the patient, it was noticed that it does not deflect properly and there was no signal to poles 1-2 when connecting the device. The cable and its relocation were changed but the signal did not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed exposed holes in the distal insulation sheath.